Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed no delivery excessively during bolus and basal deliveries. The caller stated that the reservoir was not empty. The customer was advised to deliver 5 units of insulin via the fill cannula step, and it was confirmed that the insulin exited during a 5 unit fixed prime. The caller did not know the blood glucose reading. The customer stated that the infusion set cannula was not bent. The customer observed hardening, blood, and scar tissue at the insertion site. The customer was advised to change the insertion site.